Manufacturer narrative:
(B)(4).

Event description:
An end-of-service/end-of-life message was reported. It was reported that impedance measurements on some bipolar pairs and some or all unipolar pairs were >4,000 ohms. Impedances <250 ohms were also reported. Specific impedance measurements were as follows: c0: ???, c1: >4,000k, c2: >4,000k, c3: >4,000k, 01: <50 ohms, 02: >4,000k, 03: >4,000k, 12: <50 ohms, 13: 2135 ohms, 23: 2047 ohms. No further diagnostics or interventions had taken place. The neurostimulator was at end-of-life and was going to be replaced when authorized by the pt's insurance company.